Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation. Please refer to the attached user medwatch report that zoll medical has received.

Event description:
Complainant alleged that while treating a male patient, burns from the electrode pads were found after procedure was finished. Complainant indicated that the pt was treated topically and that the pt required no additional treatment. Complainant indicated that the electrode pads involved in the reported malfunction were not retained by the customer.